Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime/a33 alarm test due to moisture damage noted in force senor resistor. Device had a cracked reservoir tube lip and a cracked case near the display window corners noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's doctor reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose value is unknown. The insulin pump was returned and analysis was performed.